Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). While performing a percutaneous coronary intervention, an attempt to pass the guidezilla¿ guide catheter to the target lesion was made; however, the device was unable to cross the lesion. Upon withdrawal, resistance was encountered inside the guiding catheter. When physician pulled the device, the shaft broke between the braid and the metal collar. An unspecified balloon was inserted into the guide and inflated to catch the detached segment. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the total time the guidezilla was inside the patient was under 5 minutes. The guide catheter used in the procedure was a non-bsc device. It was noted that the detached parts of the guidezilla did not enter into the vessel from the guiding catheter. The guidezilla and the unspecified 2.0mm balloon catheter were removed as a unit. The guide catheter was not removed from the patient. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood in the shaft. The outer diameter (od) of the distal shaft was measured using a calibrated laser micrometer. The maximum od met guidezilla specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the proximal shaft, collar or tip. The guide catheter used in the procedure was not returned for product analysis. A mach1 6f guide catheter was used for functional testing. Functional testing was performed by inserting the distal shaft of guidezilla through the hub of the mach1 guide catheter up to the separation. The detached distal shaft of the guidezilla was able to advance through the hub of the guide catheter with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). While performing a percutaneous coronary intervention, an attempt to pass the guidezilla¿ guide catheter to the target lesion was made; however, the device was unable to cross the lesion. Upon withdrawal, resistance was encountered inside the guiding catheter. When physician pulled the device, the shaft broke between the braid and the metal collar. An unspecified balloon was inserted into the guide and inflated to catch the detached segment. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).